Manufacturer narrative:
The ge service rep conducted an onsite investigation. The video cable, the display adapter board, the fluoro functions board, the generator interface board, the high voltage supply regulator board, and the connectors were reseated. The voltage was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.